Event description:
It was reported by the surgeon that the instruments used as part of the smiles tkr are not functioning as they should and are providing no precision when making cuts.

Manufacturer narrative:
Review of the surgical report identified no failure of the instruments to function as intended, however, the surgeon expressed a dissatisfaction in the instruments as they are not providing the precision he requires. Requests are being made for additional information and a supplemental report will be provided if this information is received.